Event description:
During a colectomy procedure, staples were not completely formed in the center of the staple line, however, they appeared normal on each end. The procedure was completed with hand-suturing. There was no patient consequence.